Manufacturer narrative:
After review of reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported a capsule tear of the right eye following hydro dissection of laser assisted cataract surgery. The surgeon reported there were no discernible tags on the capsulotomy and the tear was possibly because of bubbles or pressure formed during the laser procedure. A vitrectomy was performed and the surgery was completed without further complications.